Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodules that migrate is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events ¿ treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. Health care professional instructions ¿ the injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. A tunneling technique, serial puncture technique, fanning technique, or a combination has been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration.

Event description:
Healthcare professional reported patient was injected to the cheeks with 3.0cc of juvéderm voluma® xc and to the lips with 0.6cc of juvéderm volbella® xc. Patient was taking magnesium and melatonin at the time of injection. The next month patient developed late onset nodules that come and go. The patient was seen by the healthcare professional who observed a lip nodule. Healthcare professional additionally noted the patient has ¿inflammatory nodules that migrate around areas treated with voluma® and volbella®.¿ one month after symptom onset, patient was treated with zyrtec and prednisone. Patient's symptoms improved when they had not been taking their magnesium; once the patient began taking their magnesium again, new nodules were noticed in the left cheek. Healthcare professional advised the patient to stop magnesium and patient has not experienced any further nodules. Symptoms fully resolved 14 days after treatment. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00786 (allergan complaint #(B)(4)). This MDR is being submitted for juvéderm volbella® xc.